Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached in the patient. The target lesion was 85% stenosed and located in the popliteal. Following treatment of the lesion with the oad, the guide wire was removed and the tip was noted to be detached. The wire fragment was snared and removed and the patient was in stable condition following the procedure.